Event description:
The customer reported that a patient was connected to x2 which was attached to mp70 monitor. The monitor was getting monitored by central station as well. The bedside monitor and central did not announce tachycardia alarm. There was no report of an adverse event. The patient had a tachycardia.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that a patient was connected to x2 which was attached to mp70 monitor. The monitor was getting monitored by central station as well. The bedside monitor and central did not announce tachycardia alarm. The patient had a tachycardia. It was reported that there was no adverse impact.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.